Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited high out- of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead and high capture thresholds were also observed. Spring contact issues were suspected. Bringing the patient for further evaluation was recommended. At this time, the ICD system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).